Event description:
The product was during hysterectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
The reported condition was confimred however, the exact cause could not be reliably determined.